Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("chronic cramping"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles"), nausea ("nausea"), urticaria ("hives") and alopecia ("hair loss"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, menstruation irregular, nausea, urticaria and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, menstruation irregular, nausea, pelvic pain and urticaria to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), intestinal perforation ("perforation (other) other please describe and state the location of the perforation bowel bladder"), device breakage ("device breakage"), bladder perforation ("perforation (other) other please describe and state the location of the perforation bowel bladder"), osteogenesis imperfecta ("brittle bones"), autoimmune disorder ("autoimmune disorder type of disorder"), uterine infection ("uterine infection/bladder") and cellulitis ("allergic or hypersensitivity reaction type : cellulitis") in an adult female patient who had essure (batch no. B66022 , 23209dd) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test " and device difficult to use "one of essure coils wouldn't stop spinning and that it was loose". The patient's medical history included depression, mood swings, anemia and low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: mirena iud and oral contraceptive pills. Concurrent conditions included low grade squamous intraepithelial lesion, anaemia and post procedural pain. Concomitant products included ciprofloxacin (cipro), esomeprazole, fluoxetine hydrochloride (proxetin), ketorolac tromethamine (toradol), ondansetron hydrochloride and protein. In (B)(6) 2014, the patient experienced alopecia ("hair loss/a month after implant hair started falling out"). In 2014, the patient had essure inserted. In 2014, the patient experienced menstruation irregular ("irregular menstrual cycles/irregular period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), uterine prolapse ("prolapse of uterus and bladder"), bladder prolapse ("prolapse of uterus and bladder"), uterine enlargement ("enlarged uterus"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("chronic cramping"), abdominal pain ("abdominal pain/abdomen pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting"), the first episode of urticaria ("rashes or skin conditions type: hives"), rash ("rash"), acne ("acne"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth") and back pain ("back pain") and was found to have white blood cell count decreased ("decreased white blood cells/less white blood cell count"). In 2016, the patient experienced osteogenesis imperfecta (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), tooth disorder ("dental problems/ dental issues"), tremor ("neurological conditions or problems type: tremors/shake"), malnutrition ("malnourishment"), memory impairment ("memory lapses") and hypoaesthesia ("numbness of limbs") and was found to have weight decreased ("weight loss") and gastric ph decreased ("acid build up"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), nausea ("nausea"), the second episode of urticaria ("hives"), affective disorder ("hormonal changes describe: emotional: mood"), swelling ("swelling"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), cystitis ("uterine infection/ bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: left eye blurry"), fatigue ("fatigue"), decreased appetite ("gastrointestinal or digestive system condition type: loss of appetite"), vomiting ("vomiting") and arthralgia ("joint aches pain"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intestinal perforation, bladder perforation, osteogenesis imperfecta, autoimmune disorder, uterine infection, cellulitis, abdominal pain lower, abdominal pain, menstruation irregular, coagulopathy, the last episode of urticaria, affective disorder, menorrhagia, swelling, fungal infection, cystitis, female sexual dysfunction, mood swings, depression, anxiety, feeling abnormal, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, uterine prolapse, bladder prolapse, uterine enlargement, endometriosis, white blood cell count decreased, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, decreased appetite, abdominal distension, dysgeusia, vomiting, malnutrition, back pain, arthralgia, memory impairment, hypoaesthesia and gastric ph decreased outcome was unknown and the device breakage, nausea, alopecia, vaginal haemorrhage, rash, acne, tremor and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, bladder perforation, bladder prolapse, cellulitis, coagulopathy, cystitis, decreased appetite, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastric ph decreased, headache, hypoaesthesia, intestinal perforation, malnutrition, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteogenesis imperfecta, ovarian cyst, pelvic pain, rash, swelling, tooth disorder, tremor, urinary tract disorder, uterine enlargement, uterine infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting, weight decreased, white blood cell count decreased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: current weight 150 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. One of essure coils wouldn't stop spinning and that it was loose. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from duplicate deleted case (B)(4) entered as it was follow-up from this case. Reporter¿s information was updated and a new reporter was added and insertion date of essure was amended. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), uterine infection ("uterine infection/bladder"), intestinal perforation ("perforation (other) other please describe and state the location of the perforation bowel bladder"), device breakage ("device breakage"), bladder perforation ("perforation (other) other please describe and state the location of the perforation bowel bladder"), osteogenesis imperfecta ("brittle bones"), autoimmune disorder ("autoimmune disorder type of disorder") and cellulitis ("allergic or hypersensitivity reaction type : cellulitis") in an adult female patient who had essure (batch no. B66022-valid , 23209dd-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test" and device difficult to use "one of essure coils wouldn't stop spinning and that it was loose". The patient's medical history included depression, mood swings, anemia and low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: mirena iud and oral contraceptive pills. Concurrent conditions included low grade squamous intraepithelial lesion, anaemia and post procedural pain. Concomitant products included ciprofloxacin (cipro), esomeprazole, fluoxetine hydrochloride (proxetin), ketorolac tromethamine (toradol), ondansetron hydrochloride and protein. In (B)(6) 2014, the patient experienced alopecia ("hair loss/a month after implant hair started falling out"). In 2014, the patient had essure inserted. In 2014, the patient experienced menstruation irregular ("irregular menstrual cycles/irregular period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), uterine prolapse ("prolapse of uterus and bladder"), bladder prolapse ("prolapse of uterus and bladder"), uterine enlargement ("enlarged uterus"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("chronic cramping"), abdominal pain ("abdominal pain/abdomen pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting"), the first episode of urticaria ("rashes or skin conditions type: hives"), rash ("rash"), acne ("acne"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth") and back pain ("back pain") and was found to have white blood cell count decreased ("decreased white blood cells/less white blood cell count"). In 2016, the patient experienced osteogenesis imperfecta (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), tooth disorder ("dental problems/ dental issues"), tremor ("neurological conditions or problems type: tremors/shake"), malnutrition ("malnourishment"), memory impairment ("memory lapses") and hypoaesthesia ("numbness of limbs") and was found to have weight decreased ("weight loss") and gastric ph decreased ("acid build up"). On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), nausea ("nausea"), the second episode of urticaria ("hives"), affective disorder ("hormonal changes describe: emotional: mood"), swelling ("swelling"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), cystitis ("uterine infection/ bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: left eye blurry"), fatigue ("fatigue"), decreased appetite ("gastrointestinal or digestive system condition type: loss of appetite"), vomiting ("vomiting") and arthralgia ("joint aches pain"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine infection, intestinal perforation, bladder perforation, osteogenesis imperfecta, autoimmune disorder, cellulitis, abdominal pain lower, abdominal pain, menstruation irregular, coagulopathy, the last episode of urticaria, affective disorder, menorrhagia, swelling, fungal infection, cystitis, female sexual dysfunction, mood swings, depression, anxiety, feeling abnormal, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, uterine prolapse, bladder prolapse, uterine enlargement, endometriosis, white blood cell count decreased, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, decreased appetite, abdominal distension, dysgeusia, vomiting, malnutrition, back pain, arthralgia, memory impairment, hypoaesthesia and gastric ph decreased outcome was unknown and the device breakage, nausea, alopecia, vaginal haemorrhage, rash, acne, tremor and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, bladder perforation, bladder prolapse, cellulitis, coagulopathy, cystitis, decreased appetite, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastric ph decreased, headache, hypoaesthesia, intestinal perforation, malnutrition, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteogenesis imperfecta, ovarian cyst, pelvic pain, rash, swelling, tooth disorder, tremor, urinary tract disorder, uterine enlargement, uterine infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting, weight decreased, white blood cell count decreased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: current weight 150 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. One of essure coils wouldn't stop spinning and that it was loose. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. Lot number 23209dd is invalid. Lot number:b66022 manufacture date:2013-09 expiration date:2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of product technical complaint received and after company internal review the event uterine infection was regarded as incident , related and listed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/chronic pain'), intestinal perforation ('perforation (other) other please describe and state the location of the perforation bowel bladder'), device breakage ('device breakage'), bladder perforation ('perforation (other) other please describe and state the location of the perforation bowel bladder'), menorrhagia ('menorrhagia'), uterine infection ('uterine infection/bladder'), osteogenesis imperfecta ('brittle bones'), autoimmune disorder ('autoimmune disorder type of disorder'), seizure ('seizures'), cellulitis ('allergic or hypersensitivity reaction type : cellulitis') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: ovarian cysts') in an adult female patient who had essure (batch no. B66022-valid , 23209dd-inval) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of essure coils wouldn't stop spinning and that it was loose". The patient's medical history included depression, mood swings, anemia and low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: mirena iud and oral contraceptive pills. Concurrent conditions included low grade squamous intraepithelial lesion, anaemia, post procedural pain and nickel sensitivity. Concomitant products included ciprofloxacin (cipro), esomeprazole, fluoxetine hydrochloride (proxetin), ketorolac tromethamine (toradol), ondansetron hydrochloride and protein. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss/a month after implant hair started falling out"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapse of uterus and bladder"), menstruation irregular ("irregular menstrual cycles/irregular period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), ovarian cyst (seriousness criterion medically significant), bladder prolapse ("prolapse of uterus and bladder"), uterine enlargement ("enlarged uterus"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("chronic cramping"), abdominal pain ("abdominal pain/abdomen pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting"), the first episode of urticaria ("rashes or skin conditions type: hives"), dermatitis allergic ("allergy rash/skin condition,"), acne ("acne"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth") and back pain ("back pain") and was found to have white blood cell count decreased ("decreased white blood cells/less white blood cell count"). In 2016, the patient experienced osteogenesis imperfecta (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), tooth disorder ("dental problems/ dental issues"), tremor ("neurological conditions or problems type: tremors/shake"), malnutrition ("malnourishment"), memory impairment ("memory lapses") and hypoaesthesia ("numbness of limbs") and was found to have weight decreased ("weight loss") and gastric ph decreased ("acid build up"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), nausea ("nausea"), the second episode of urticaria ("hives"), affective disorder ("hormonal changes describe: emotional: mood"), swelling ("swelling"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), cystitis ("uterine infection/ bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: left eye blurry"), fatigue ("fatigue"), decreased appetite ("gastrointestinal or digestive system condition type: loss of appetite"), vomiting ("vomiting"), arthralgia ("joint aches pain"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, menorrhagia, osteogenesis imperfecta, uterine prolapse, abdominal pain, coagulopathy, nausea, alopecia, vaginal haemorrhage, female sexual dysfunction, dermatitis allergic, acne, bladder prolapse, uterine enlargement, white blood cell count decreased, tremor, dysmenorrhoea and weight decreased had resolved and the intestinal perforation, bladder perforation, uterine infection, autoimmune disorder, seizure, cellulitis, abdominal pain lower, menstruation irregular, the last episode of urticaria, affective disorder, swelling, fungal infection, cystitis, mood swings, depression, anxiety, feeling abnormal, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, endometriosis, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, vision blurred, fatigue, decreased appetite, abdominal distension, dysgeusia, vomiting, malnutrition, back pain, arthralgia, memory impairment, hypoaesthesia, gastric ph decreased, vaginal infection, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, bladder perforation, bladder prolapse, cellulitis, coagulopathy, cystitis, decreased appetite, depression, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastric ph decreased, headache, hypersensitivity, hypoaesthesia, intestinal perforation, malnutrition, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteogenesis imperfecta, ovarian cyst, pelvic pain, seizure, swelling, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine enlargement, uterine infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight decreased, weight increased, white blood cell count decreased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: current weight 150 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. One of essure coils wouldn't stop spinning and that it was loose. Patient received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), apareunia, pelvic pain, abdominal pain, nickel allergy, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental probs., migraines, headaches, nausea, neuro condit/problems, vision problems, weight loss, other and hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Date of implant updated. Following events were added: hypersensitivity, vaginal infection and urinary tract infection. Event did not performed essure confirmation test was deleted. Outcomes of the events were changed from unknown to recovered: dyspareunia (painful sexual intercourse), dysmennorhea (cramping), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), blood clotting, decreased white blood cells/less white blood cell count, brittle bones, enlarged uterus and prolapsed uterus and bladder. Reporter information was updated. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), intestinal perforation ("perforation (other) other please describe and state the location of the perforation bowel bladder"), device breakage ("device breakage"), bladder perforation ("perforation (other) other please describe and state the location of the perforation bowel bladder"), osteogenesis imperfecta ("brittle bones"), autoimmune disorder ("autoimmune disorder type of disorder"), uterine infection ("uterine infection/bladder") and cellulitis ("allergic or hypersensitivity reaction type : cellulitis") in a female patient who had essure (batch no. B66022 , 23209dd) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test " and device difficult to use "one of essure coils wouldn't stop spinning and that it was loose". The patient's medical history included depression, mood swings, anemia and low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: mirena iud and oral contraceptive pills. Concurrent conditions included low grade squamous intraepithelial lesion, anaemia and post procedural pain. Concomitant products included ciprofloxacin (cipro), esomeprazole, fluoxetine hydrochloride (proxetin), ketorolac tromethamine (toradol), ondansetron hydrochloride and protein. On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced alopecia ("hair loss/a month after implant hair started falling out"). In 2014, the patient experienced menstruation irregular ("irregular menstrual cycles/irregular period"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), uterine prolapse ("prolapse of uterus and bladder"), bladder prolapse ("prolapse of uterus and bladder"), uterine enlargement ("enlarged uterus"), endometriosis ("endometriosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("chronic cramping"), abdominal pain ("abdominal pain/abdomen pain"), coagulopathy ("blood or heart disorder/condition type: blood clotting"), the first episode of urticaria ("rashes or skin conditions type: hives"), rash ("rash"), acne ("acne"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth") and back pain ("back pain") and was found to have white blood cell count decreased ("decreased white blood cells/less white blood cell count"). In 2016, the patient experienced osteogenesis imperfecta (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), tooth disorder ("dental problems/ dental issues"), tremor ("neurological conditions or problems type: tremors/shake"), malnutrition ("malnourishment"), memory impairment ("memory lapses"), hypoaesthesia ("numbness of limbs") and hyperchlorhydria ("acid build up") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), nausea ("nausea"), the second episode of urticaria ("hives"), affective disorder ("hormonal changes describe: emotional: mood"), swelling ("swelling"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), cystitis ("uterine infection/ bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: left eye blurry"), fatigue ("fatigue"), decreased appetite ("gastrointestinal or digestive system condition type: loss of appetite"), vomiting ("vomiting") and arthralgia ("joint aches pain"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intestinal perforation, bladder perforation, osteogenesis imperfecta, autoimmune disorder, uterine infection, cellulitis, abdominal pain lower, abdominal pain, menstruation irregular, coagulopathy, the last episode of urticaria, affective disorder, menorrhagia, swelling, fungal infection, cystitis, female sexual dysfunction, mood swings, depression, anxiety, feeling abnormal, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, uterine prolapse, bladder prolapse, uterine enlargement, endometriosis, white blood cell count decreased, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, decreased appetite, abdominal distension, dysgeusia, vomiting, malnutrition, back pain, arthralgia, memory impairment, hypoaesthesia and hyperchlorhydria outcome was unknown and the device breakage, nausea, alopecia, vaginal haemorrhage, rash, acne, tremor and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, bladder perforation, bladder prolapse, cellulitis, coagulopathy, cystitis, decreased appetite, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, hyperchlorhydria, hypoaesthesia, intestinal perforation, malnutrition, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteogenesis imperfecta, ovarian cyst, pelvic pain, rash, swelling, tooth disorder, tremor, urinary tract disorder, uterine enlargement, uterine infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting, weight decreased, white blood cell count decreased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: current weight 150 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. One of essure coils wouldn't stop spinning and that it was loose. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added and updated. Insertion date were updated. Lot number were added. Medical history, historical drug, lab data and concomitant drug were added. Event: hormonal changes describe: emotional: mood, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type : cellulitis, swelling, infection (bladder/ urinary tract/vaginal) type: yeast, uterine infection/ bladder, apareunia, (inability to have sexual intercourse), psychological or psychiatric problems condition: mood swings, depression anxiety, brain fog, autoimmune disorder type of disorder, rashes or skin conditions type: hives, rash, acne, bladder or urinary problems or changes, migraines, headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, prolapse of uterus and bladder, enlarged uterus, endometriosis, blood or heart disorder/condition type: blood clotting, decreased white blood cells/less white blood cell count, dental problems/ dental issues, neurological conditions or problems type:tremors/shake, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: left eye blurry, fatigue, weight loss, gastrointestinal or digestive system condition type: loss of appetite, bloating, metallic taste in mouth, vomiting, perforation (other) other please describe and state the location of the perforation bowel bladder, brittle bones, acid build up, malnourishment, back pain, joint aches pain, memory lapses, numbness of limbs and did not perform essure confirmation test were added. Event verbatim were updated as pelvic pain/ pain, abdominal pain/abdomen pain, hair loss/a month after implant hair started falling out, irregular menstrual cycles/irregular period. Device difficult outcome of the event nausea were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/chronic pain'), intestinal perforation ('perforation (other) other please describe and state the location of the perforation bowel bladder'), device breakage ('device breakage'), bladder perforation ('perforation (other) other please describe and state the location of the perforation bowel bladder'), menorrhagia ('menorrhagia'), uterine infection ('uterine infection/bladder'), osteogenesis imperfecta ('brittle bones-bone break'), autoimmune disorder ('autoimmune disorder type of disorder'), seizure ('seizures'), cellulitis ('allergic or hypersensitivity reaction type : cellulitis') and ovarian cyst ('reproductive system disorder or condition type of disorder or condition: ovarian cysts') in an adult female patient who had essure (batch no: b66022-valid, 23209dd-inval) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of essure coils wouldn't stop spinning and that it was loose". The patient's medical history included depression, mood swings, anemia and low grade squamous intraepithelial lesion. Previously administered products included for an unreported indication: oral contraceptive, mirena iud, oral contraceptive pills and copper iud. Concurrent conditions included low grade squamous intraepithelial lesion, anaemia, post procedural pain, nickel sensitivity, overweight, post-traumatic stress disorder and cystocele. Concomitant products included ciprofloxacin (cipro), esomeprazole, fluoxetine hydrochloride (proxetin), ketorolac tromethamine (toradol), ondansetron hydrochloride and protein. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen pain"), nausea ("nausea"), alopecia ("hair loss/a month after implant hair started falling out"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), cystitis ("uterine infection/ bladder"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems/ dental issues"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: left eye blurry"), fatigue ("fatigue"), vomiting ("vomiting"), urinary tract infection ("uti") and gastrooesophageal reflux disease ("gerd"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("psychological or psychiatric problems condition: mood swings"), tremor ("neurological conditions or problems type: tremors/shake") and menopause ("menopause") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In 2014, the patient experienced uterine prolapse ("prolapse of uterus and bladder"), menstruation irregular ("irregular menstrual cycles/irregular period"), anxiety ("anxiety/psych injury"), feeling abnormal ("brain fog"), ovarian cyst (seriousness criterion medically significant), bladder prolapse ("prolapse of uterus and bladder"), uterine enlargement ("enlarged uterus") and endometriosis ("endometriosis"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cellulitis (seriousness criterion medically significant), abdominal pain lower ("chronic cramping"), coagulopathy ("blood or heart disorder/condition type: blood clotting"), depression ("depression/psych injury"), the first episode of urticaria ("rashes or skin conditions type: hives"), dermatitis allergic ("allergy rash/skin condition,"), acne ("acne"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), back pain ("back pain"), suicidal ideation ("suicidal thoughts") and hypertension ("high blood pressure") and was found to have white blood cell count decreased ("decreased white blood cells/less white blood cell count"). In 2016, the patient experienced osteogenesis imperfecta (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), malnutrition ("malnourishment"), memory impairment ("memory lapses"), hypoaesthesia ("numbness of limbs"), drug hypersensitivity ("allergic or hypersensitivity reaction type: antibiotics/bactrum") and polyp ("cyst and polyps") and was found to have gastric ph decreased ("acid build up"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), the second episode of urticaria ("hives"), affective disorder ("hormonal changes describe: emotional: mood"), swelling ("swelling"), decreased appetite ("gastrointestinal or digestive system condition type: loss of appetite"), arthralgia ("joint aches pain/inner hip pain"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), pain in extremity ("thigh pain"), gastrointestinal pain ("intestines pain"), abdominal pain upper ("stomach pain") and dyspepsia ("heartburn"). The patient was treated with ondansetron (zofran), sertraline hydrochloride (zoloft) and surgery (ablation, hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral) and oophorectomy (unilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, menorrhagia, osteogenesis imperfecta, uterine prolapse, abdominal pain, coagulopathy, nausea, alopecia, vaginal haemorrhage, female sexual dysfunction, dermatitis allergic, acne, bladder prolapse, uterine enlargement, white blood cell count decreased, tremor, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, arthralgia, gastrooesophageal reflux disease and dyspepsia had resolved, the intestinal perforation, bladder perforation, uterine infection, autoimmune disorder, seizure, cellulitis, abdominal pain lower, menstruation irregular, the last episode of urticaria, affective disorder, swelling, fungal infection, cystitis, mood swings, depression, anxiety, feeling abnormal, bladder disorder, urinary tract disorder, migraine, headache, ovarian cyst, endometriosis, tooth disorder, allergy to metals, vision blurred, decreased appetite, abdominal distension, dysgeusia, malnutrition, back pain, memory impairment, hypoaesthesia, gastric ph decreased, vaginal infection, urinary tract infection, weight increased, menopause, drug hypersensitivity, suicidal ideation, hypertension, vulvovaginal pain, pain in extremity, gastrointestinal pain and abdominal pain upper outcome was unknown and the vomiting was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, affective disorder, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, bladder perforation, bladder prolapse, cellulitis, coagulopathy, cystitis, decreased appetite, depression, dermatitis allergic, device breakage, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastric ph decreased, gastrointestinal pain, gastrooesophageal reflux disease, headache, hypersensitivity, hypertension, hypoaesthesia, intestinal perforation, malnutrition, memory impairment, menopause, menorrhagia, menstruation irregular, migraine, mood swings, nausea, osteogenesis imperfecta, ovarian cyst, pain in extremity, pelvic pain, polyp, seizure, suicidal ideation, swelling, tooth disorder, tremor, urinary tract disorder, urinary tract infection, uterine enlargement, uterine infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulvovaginal pain, weight decreased, weight increased, white blood cell count decreased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: current weight 150 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. One of essure coils wouldn't stop spinning and that it was loose. Patient received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), apareunia, pelvic pain, abdominal pain, nickel allergy, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental probs., migraines, headaches, nausea, neuro condit/problems, vision problems, weight loss, other and hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Imaging procedure: on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine: on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New events menopause, allergic or hypersensitivity reaction type: antibiotics/bactrum, suicidal thoughts, gerd, high blood pressure, polyps, vaginal pain, thigh pain, intestines pain, stomach pain, heartburn was added. Updated outcome of event dyspareunia, vaginal discharge, hip pain, fatigue, gerd from unknown to recovered / resolved, vomiting from unknown to recovering / resolving. Concomitant conditions, concomitant drugs, historical drugs, treatments drugs,reporter,patient demographics was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.